Event description:
It was reported that a spectrum iq pump underinfused during delivery. The pump was programmed at 535ml/hour, volume to be infused 550ml and took two hours to deliver. A chemotherapy drug was selected but intravenous 0.9% sodium chloride was the drug shown in the log. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the event history log revealed that a primary infusion of IV 0.9% nacl was programmed at 535 ml/hr and a volume-to-be-infused of 550 ml. The infusion ran to completion, for 1 hour and 2 minutes, as programmed, without interruption. The user updated the volume-to-be-infused to 250 ml upon completion. An "upstream occlusion!" Alarm occurred after 26 minutes and the user cleared the alarm and resumed the pump for 2 minutes before the infusion completed. The user then powered off the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.